Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1 and h6 - health effect - impact code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitant devices: 300-01-13 - eq humeral stem primary, press fit 13mm: (B)(6).. 320-38-00 - eq rev 38mm humeral liner +0: (B)(6). 320-01-38 - eq reve 38mm glenosphere: (B)(6). 320-10-00 - eq rev tray adapter plate tray +0: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-18 - eq rev cmpres scrw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-18 - eq rev cmpres scrw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev cmpres scrw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-22 - eq rev cmpres scrw lck cap kit, 4.5 x 22mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient stated they suffered pain due to their shoulder replacement, implanted approximately 86 months ago. The patient indicated they had occupational therapy. No further information available.